Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead had to be positioned in the apex as positioning in the septum was difficult to achieve. Upon being positioned, the rv pacing impedance measurements were observed to be at 1600 ohms. Upon connecting the rv lead to the device, the impedances rose to 2200 ohms. The physician decided to reposition the rv lead prior to pocket closure which was done so successfully. The rv lead remains implanted and in service. No adverse patient effects were reported.